Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had motor error. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump's history contained more motor error alarms. The insulin pump will be returned for analysis.